Manufacturer narrative:
(B)(4). The details of this event were reviewed by medical safety. The event reported in this case is a non-obstructive ileus following the interstim device implant procedure. Post-surgical ileus events represent a medical risk associated with any surgical procedure. This event is assessed as unrelated to interstim therapy device or therapy.

Event description:
It was reported that a few hours after the implant procedure, the patient was admitted to the hospital for non-obstructive ileus and her bowels shut down. The patient was given pain medication for the post-operative pain due to the ileus. Additional information received reported that the patient was instructed to turn off stimulation on (B)(6) 2015. The cause was yet unknown. Follow-up is being conducted to obtain outcome and actions taken.

Manufacturer narrative:
Product ID 3889-28 lot# v872640; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).